Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that after the pacemaker implant, the patient was back in the hospital for one week. In addition, the family member stated that patient is returning again, as "the wire worked it's way through the heart". The right ventricular (rv) lead was replaced. No additional information could be obtained. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had returned to the hospital one day after the implant with complaints of pleural chest pain, and there were high rv thresholds present. The patient was transferred to another facility, and one week later the patient required open heart surgery. It was realized that the patient had experienced a perforation and pleural effusion. The physician chose to cap and cut the rv lead, and patient was medically treated. No further patient complications have been reported as a result of this event.